Event description:
It was reported, that the patient's left ventricular lead dislodged, during the presentation, for a follow-up in the clinic. The dislodgement was confirmed, via diagnostic imaging. The left ventricular lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.